Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. Hemostasis was achieved through manual compression. There was no reported patient injury. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time. The intended procedure was reported to be an arteriography of the lower limbs. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. Additional event details were requested; however, not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism after opening the device case. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18372563 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed, with the lever fully depressed and plug deployed. The internal mechanism presented no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the button fully depressed. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. There was no reported patient injury. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time. The intended procedure was reported to be an arteriography of the lower limbs. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. The device is expected to be returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot 18372563 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.